Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experienced high blood glucose. Customer's blood glucose value was 24.1 mmol/l at the time of the incident. Another blood glucose level was 15.5 mmol/l. The customer was assisted with troubleshooting for high blood glucose. The customer was treated with insulin pump. Customer had been not using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. Customer alleging insulin pump was under delivering. The device will not be returned for analysis.